Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated post-surgery in-clinic follow-up, an episode of vf due to v oversensing was observed on stored egm. Myopotential oversensing during the unrelated surgical procedure was suspected. Device was not reprogrammed since the oversensing episodes occurred only during the procedure. Patient's condition was stable.